Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. There was an e216 error message due to debris/foreign material/corrosion on the electric contact part of the electrical connector which caused a disconnection / short-circuit of the image sensor cable. The image disappeared at an angle. Additional issues were found. The insulation failed at the tip. The bending section cover was scratched. The bending section cover adhesive was chipped. There was insufficient angle as the angle wire became longer than normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the endoeye flex deflectable videoscope presented a no image/unrestorable error message. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon was caused by the defect of the image sensor unit, failure of the internal board of the video connector unit, or the system caused the event. Olympus will continue to monitor field performance for this device.